Manufacturer narrative:
Zoll medical corporation has received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device displayed a "defib fault 72" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was observed and the pace/defib engine was replaced to resolve the malfunction. The device was recertified and returned to the customer. The pd engine was returned to zoll medical us; the malfunction was duplicated and attributed to a missing integrated circuit on the pace/defib engine board. Analysis for reports of this type has not identified an increase in trend.